Event description:
It was reported that a progreat 2.4 microcatheter was positioned between two 5 x 24 mm stents in a right renal artery aneurysm, for the purpose of delivering embolization coils into the aneurysm. After filling the aneurysm with embolization coils, the physician attempted to advance an azur 10 mm x 10 cm embolization coil into the aneurysm. The entire azur coil could not be advanced into the aneurysm because the aneurysm was completely filled with embolization coils. Upon retracting the coil into the microcatheter, the coil became lodged within the stents. Additional retraction force was used, and in doing so, the coil detached from its delivery pusher. The coil was retrieved using an intravascular snare. There was no clinical sequelae.

Manufacturer narrative:
Complaint sample has not been returned for eval.